Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet failed to charge despite a solid green indicator on the charging pad and a brief blue wheel on the device screen, with the charger blinking twice when connected and no charging occurring after attempts with alternate outlets and the provided case; the device battery depleted to the point of shutdown, and a replacement device was shipped. Symptoms included loss of insulin delivery due to device power loss. Outcomes included transition to subcutaneous insulin using pens and interruption of device therapy. Investigation included customer troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a very low battery condition associated with an apparent charging function failure. It was concluded that the device experienced a power/charging malfunction leading to battery depletion.